Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was an imperfection, a "rainbow like" mark, on the display. There was no reported impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.